Event description:
It was reported that an asymptomatic patient presented for a routine device check. Upon interrogation, the right atrial lead exhibited noise resulting in episodes of inappropriate mode switching. The noise could not be replicated in clinic and no other electrical anomalies were noted. The patient will continue to follow-up normally.